Event description:
It was reported that the customer's insulin pump was shutting off without any alarms beforehand. The customer's blood glucose was 300 mg/dl. The customer stated that he only noticed that the insulin pump had turned off when he went to deliver a bolus. The customer stated that he was able to turn the insulin back on by replacing the batteries. However, the insulin pump would still turn off without alarming. Troubleshooting was done. After advising the customer to insert a new aaa alkaline battery, the customer stated that the display returned. The customer also mentioned receiving unexpected restart alarms on multiple occasions. Advised to monitor the insulin pump and call back if the issue recurred. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No further troubleshooting possible due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.